Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 67,431 joules of use and the case continued with a second fiber. The tip of the second fiber was damaged at 35,022 joules. The case was continued using an alternate procedure. There was no pt injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Reference MFR#: 2937094-2013-01058. Fiber analysis: the fiber cap was to be fractured distal to the adhesion zone and partially broken; the fiber charred and bent at the distal end and the heat shrink melted. There was no indication or report of any part of the device remaining inside the pt. The fiber issues could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was suspected to be related to heat accumulation/user handling due to tissue contact and/or technique and anatomical/procedure factors encountered during the procedure, limiting the performance of the fiber.